Event description:
The customer reported that the paramedics were called due to her low blood glucose. The blood glucose reading at time of the call was 167mg/dl. Troubleshooting was performed. The settings in the insulin pump were correct. The fixed prime and high pressure tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.